Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had partial display. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and displacement test. The insulin pump was monitored and no blurry screen, missing segments or partial display noted during testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.